Manufacturer narrative:
A review of pre- and post-placement inspection records found that device was functioning as designed. Inspection was unable to confirm malfunction of headboard being unable to be removed. Re-training was provided to nurse involved in incident on proper removal of headboard.

Event description:
Customer reported patient coded while on bed. When staff attempted to remove the headboard to provide treatment they were unable to. Provision of therapy during this code was delayed as a result of the headboard being unable to be removed. Next day, patient expired from anoxic injury. Staff at customer facility were unable to determine if bed contributed to anoxic injury.